Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of false air in line alarms was not confirmed during service evaluation. However, during review of the event history log, air in line detected sets were identified therefore confirming the reported condition. However, the assignable cause was not identified. Since no cause was determined, no repairs were performed for the reported condition.

Event description:
The facility representative reported a colleague infusion pump with "false air in line errors". It is unknown when this condition occurred in "general pt ward". This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.